Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced barrel clamp, rear case, tube drive, wiper seal, and latch calibrated. A review of the device history record for sn#: (B)(6) was performed, from date of manufacture 03/18/2013 to the present date 01/09/2021. And confirmed, that this device was not previously returned for servicing. Also, there were no production failures, indicated on the source device. Based on the findings, service determined, that the proximate cause of the reported issue was, due to damaged/cracked of the assy clamp barrel insert molded. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted, for the following parts replaced that have an already existing CAPA. CAPA #: 1604765 for syr rear case.

Event description:
It was reported, that the device has rust in the barrel clamp. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 03/18/2013 to the present date 01/09/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device has rust in the barrel clamp. No additional information was provided. There was no patient involvement.